Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology had resistance when being advanced, and withdrawing it showed the tip had been split as the needle had pierced through it. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a damaged catheter tip. After catheter/needle placement, the hcp felt resistance to advance the catheter/needle. The hcp then withdrew the catheter/needle and check them, and found that the catheter tip was split (damaged)."

Manufacturer narrative:
H6: investigation summary three pictures were received by our quality team for evaluation. From the photo, needle pieced through catheter was observed on the used sample. A device history record could not be evaluated as the lot number is unknown. The needle pieced through catheter could be due to product manipulation. This incident has been added to our database of reported incidents. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology had resistance when being advanced, and withdrawing it showed the tip had been split as the needle had pierced through it. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about a damaged catheter tip. After catheter/needle placement, the hcp felt resistance to advance the catheter/needle. The hcp then withdrew the catheter/needle and check them, and found that the catheter tip was split (damaged)."